Event description:
A pressure sensation in her knees [discomfort in joints]. Knees with pain and inflammation [joint inflammation] ([knee pain], [knee effusion]) some walking problems [walking difficulty]. Case narrative: this unsolicited case from (B)(6) was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and after 16 days had knees with pain and inflammation and after few months had a pressure sensation in her knees, some walking problems. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2018, patient received treatment with intra- articular synvisc injection (dose, frequency: not provided; lot number: 6rsl049c and expiration date: 31-oct-2019) for chondromalacia in both knees. On (B)(6) 2018, few months after the injection, last week, patient began to experience a pressure sensation in her knees with pain and inflammation. Patient called her physician who prescribed an anti-inflammatory drug (not specified) and an steroid (not specified). The pressure sensation continued and she had some walking problems on the same day. On (B)(6) 2018, patient underwent a fluid effusion drainage (approximately 50 cc in each knee). After the procedure, the pain and inflammation were resolved. Currently, patient was taking carbinoxamine maleate/paracetamol/phenylephrine hydrochloride (tylex) and she felt in good conditions. Action taken: no action taken. Corrective treatment: anti-inflammatory drug (not specified) and an steroid (not specified) for a pressure sensation in her knees, anti-inflammatory drug (not specified) and an steroid (not specified), carbinoxamine maleate/paracetamol/phenylephrine hydrochloride for knees with pain and inflammation. Outcome: recovered for knees with pain and inflammation; recovering for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl049 expiration date (2019-10-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl049 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 14-may-2018 there were 2 complaints on file for lot # 6rsl049 and all related sublots. 1 complaint was on file for lot# 6rsl049b: (1) adverse event report and 1 complaint is on file for lot# 6rsl049c: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for a pressure sensation in her knees, knees with pain and inflammation. Additional information was received on 14-may-2018. Suspect product expiration date was added. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly. Follow up information received on 29-aug-2018. No significant information received.